Manufacturer narrative:
D10 concomitant product: lf5637, ligasure lf5637 retractable l hook (lot#52670321x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the device had inadequate or partial sealing, with evidence of energy delivery and end tones heard. Patient had excessive and severe blood loss after cutting occurred from the vaginal vessels during the takedown of vaginal vessels and cutting of the vaginal cuff. The jaws of the device were cleaned twice during the procedure. No imaging was performed. The procedure was extended by 10-20 minutes due to the need for additional interventions, including placement of additional sutures, re-cauterization, and re-scrubbing during the procedure. The tissue being sealed was approximately 5mm thick and involved uterine vessels; smaller vessels were sealed successfully, but issues arose with larger vessels.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the device had inadequate or partial, as there was no regrasp but with evidence of energy delivery and end tones heard. Patient had excessive and severe blood loss after cutting occurred from the vaginal vessels during the takedown of vaginal vessels and cutting of the vaginal cuff. The jaws of the device were cleaned twice during the procedure. No imaging was performed. The procedure was extended by 10-20 minutes due to the need for additional interventions, including placement of additional sutures, re-cauterization, and re-scrubbing during the procedure. The tissue being sealed was approximately 5mm thick and involved uterine vessels, smaller vessels were sealed successfully, but issues arose with larger vessels. No blood transfusion was necessary or done to patient due bleeding.